Event description:
The complainant reported that clinicians were placing an enteral feeding device in a pt during a therapeuitc procedure. During this procedure, the clinicians pulled the peg tube through the stoma site to the outside of the pt's body, but at this point, the tube snapped in the location of where the dilating tip meets the silicone tubing. The clinicians then removed the tube with the aid of a snare. Another device was then successfully placed in the pt. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.